Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sherlock (B)(4) magnet tracking is erratic. He plugs in his demo sensor and it works fine but this one bounces all over. He was testing with keys to begin with but had the same results when he went back and used a PICC.